Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has a broken tab on the side, rendering the device inoperative. The broken piece was not returned with the device. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports a broken femoral head trial; however, it was reported that the broken piece was ¿found and removed¿ from the patient and did not affect the operation which was ¿successfully completed¿. No patient injuries or adverse consequences were reported. Based on the limited information provided, the root cause of the reported breakage could not be determined. Since no patient injury was alleged and the fragment was reportedly removed without issue, further patient impact would not be anticipated. No further medical assessment could be rendered at this time. Should the product evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, a mi trial fem head 36 +0 had a broken piece of plastic which fell off inside the patient. The piece of plastic was immediately removed from the patient. Surgery was completed with the same device, without a surgical delay. The patient was not harmed as consequence of this problem.